Manufacturer narrative:
Additional information: the device history record (DHR) for the reported lot indicates that no issues were found in visual and physical samples inspected from the lot. There were no nonconformance reports related to this lot. There were no samples submitted with this complaint, however, the picture attached to the complaint illustrates a safety needle with an orange hub that has black specs either on the surface or embedded in the plastic. Based on the picture, the reported condition of contamination is confirmed. The exact root cause of the reported condition could not be determined without an actual sample to examine. A specific root cause could not be determined without an actual sample to examine and there were no related issues found in a review of manufacturing records. There was no indication of a systemic issue with the process or production. A risk review meeting was held and based on available information, no corrective and preventative action (CAPA) is required at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported, before use they noticed blue stains on one needle hub that look like smudges and some looked embedded on the plastic.